Event description:
During preventive maintenance service of the device, the manufacturers service engineer noted a blower temperature high occurrence in the device diagnostic history. A prolonged blower temperature high occurrence may result in a vent inop during normal ventilation operation. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. There was no previous report of the occurrence and there was no patient harm reported. The service engineer replaced the blower to address the finding. Applicable final testing was performed per operating specifications.